Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# unknown implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type screening de vice. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that the patient¿s discharge instructions from the hospital said to remove their spinal cord stimulator (scs) trial bandaging after 24 hours. The patient came I nto the clinic 7/12 with no bandages and the leads were pulled by clinic staff to prevent infection. The issue was resolved. The physician will be re trialing the patient. Additional information was reported that the device wasn't working as well so the patient came to the clinic where they realized all the bandages were off se the lead was moving. The leads were removed on july 12th. There was no infection, but the leads were removed 3-4 days early to prevent infection. No infection was confirmed, and no antibiotics given.